Event description:
The pt had a trial stimulation lead put in and removed six days later. After the lead was removed, the pt developed a headache. The pt was seen by his primary physician and was diagnosed with an infection in his blood. The pt also noted that his pain was more severe than the trial. The pain was in the pt's right leg not his left leg now. The trial site looked slightly swollen and red. It did not feel warm and the pt did not have a fever. The pt was started on antibiotics nine days later.

Manufacturer narrative:
.